Event description:
An altitude alarm was reported by the customer. The blood glucose level was recorded at under 500 mg/dl (27.7 mmol/l), indicating no adverse impact. Technical support offered advice on preventing altitude alarms, which the customer understood. The customer was able to continue using the same cartridge for insulin delivery, and no replacement was necessary.